Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms, which impacted insulin delivery. The customer's blood glucose level was relatively normal and did not exceed 500 mg/dl. The customer took corrective actions by changing the infusion set and cartridge to resolve the occlusion issues but continued to experience frequent alarms. Technical support recommended replacing the pump, and the customer agreed to use an alternate therapy until the new pump arrived.